Event description:
A customer reported that a usb port on their device was damaged, which prevented the pump from being plugged in. There was no information provided regarding the impact on the customer¿s blood glucose level. The device is being returned for further examination, and a replacement pump with a different serial number has been arranged.